Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited high out of range ventricular lead impedances and intermittentent sensing and capture. There was also noise on the v lead; causing pacing inhibition. On (B)(6) 2013 during reoperation the lead was disconnected, cleaned and reconnected; normal device function ensued.